Event description:
It was reported that the pt needed an MRI examination. Thus, the functional vibrant soundbridge was explanted and the pt was re-implanted with a bonebridge implant.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.